Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela turbine/muffler assembly (without muffler assembly). The component assembly was installed on known good unit and powered in operating mode for testing. The reported problem of vent inop, motor fault was able to be duplicated. The component was producing a check sum eeprom error. This is considered a known issue addressed with an internal action. The vela front panel assembly was scrapped. The vela turbine/muffler assembly was scrapped.

Event description:
The customer indicated vent inop - motor fault. Received email from customer, this issue was found immediately when the ventilator was powered on during testing. Per warranty claim, the unit was not on a patient at the time of the issue.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Remove ps within the catalog number.